Manufacturer narrative:
The t:slim x2g5 user guide states: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. Reportedly, the customer had added more insulin into the cartridge prior to the cartridge detection notification announcing. Customer reloaded the cartridge to resolve the notification. Blood glucose level was 107 mg/dl.